Event description:
The customer reported intermittent occlusion alarms. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose level of 600 mg/dl and high ketones. The customer attempted to self treat with manual dose injections and pump correction bolus, however, was treated intravenously in the ICU with fluids of saline and insulin. A systems check with tandem technical support verified the pump was functioning as intended. The customer declined to provide additional information regarding the issue and reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.